Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted for a patient with an enlarged aortic root. The patient presented symptoms of occasional exertional dyspnea. On (B)(6) 2020, the trifecta valve was explanted and replaced with an edwards inspiris valve. Calcification was observed on the leaflet of the explanted valve.

Manufacturer narrative:
Additional information for g4, g7, h2, h6, and h10. The reported event of calcification could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.